Event description:
It was reported, the lcd monitor would not power on. The issue occurred out of the box. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Information was added to h4 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation and because the device was not returned, a definitive root cause for the event reported could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.